Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 69 mg/dl.